Manufacturer narrative:
Device was disposed of at the hospital. No device evaluation performed by the manufacturer. H3 : device discarded after removal from patient.

Event description:
Patient underwent bronchoscopy procedure with valve removal (spiration valve model number and size unknown). The spiration valve was removed from the patient and the physician placed the valve in the nurse¿s hand. The valve got caught in the nurse¿s glove and scratched her hand. No blood was drawn, and no treatment of the scratch was required; however, the nurse reported the valve was sticking straight out of her thumb from one of the anchors. Because the patient was hiv positive, standard needle stick hospital protocol was followed and the nurse was prescribed medications (truvada 200-300mg tabs one a day and tivicay 50mg one a day). The nurse¿s current status and prognosis was negative, but the nurse will continue to be monitored. There was no impact to the treated patient and no device malfunction was reported.